Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - 2006 (B)(6). (B)(4).

Event description:
It was reported that the patient presented to the emergency room complaining of dizzy spells. The right ventricular (rv) lead was found to exhibit intermittent loss of capture with elevated thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.